Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.